Event description:
Caller alleged discrepant results compared with the lab for pt #1 and imprecision with inratio2 meter for pt #2. Results as follows: pt #1: date: (B)(6) 2011, 1st inratio2: "hi", lab: 2.4. Caller did not give a number - reported "hi" on the meter, and upon repeat with new lot of strips, also reported "hi." Caller did not provide lot numbers. Pt #2: date: (B)(6) 2011, 1st inratio2: 1.3, 2nd inratio2: 3.4. Caller stated that both pts were stable on coumadin.

Manufacturer narrative:
Investigation pending.